Event description:
Customer reported back to back testing to a professional meter while using the advantage system with results of 355 mg/dl on his meter and 87 mg/dl on the professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.